Event description:
It was reported that in preparation for a stenting treatment procedure, stent damage occurred. When the physician was inspecting a 4.0x16mm taxus liberte' stent prior to use, stent damage was noted. No patient complications occurred. Patient status is listed as fine. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4) - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)